Event description:
It was reported by service report that the wheel was broken off of the cot. The head end pt right outer base tube weldment was broken off at the caster horn assembly. No pt involvement or adverse consequences are reported.

Manufacturer narrative:
Caster horn assembly; outer base tube weldment.